Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review the device was implanted in an off-label location (occipital). Additionally, stimwave's cmo reviewed the provided information to assist with investigation. Cmo dr. Trescot stated, "if the lead was placed over the posterior auricular nerve (lateral to the appropriate occipital location), it can effect the chordi tympani nerve, which will decrease the tension on the ear drum, which will cause hearing loss. That becomes provider error, not our device." Thus, cause has been assigned to clinician user error. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the hearing loss is due to the device being implanted near the occipital nerve which is an off-label location (user error - clinician). This is the first occurrence of this adverse event, but is due to off-label use. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in adverse events. Adverse event rates remain acceptably low; thus, CAPA is not required. Adverse event rates will continue to be tracked and trended.

Event description:
The patient reported hearing loss in the left ear after the implant procedure. Slight hearing loss was confirmed via hearing test by a physician. The patient did not wear the device for 2 weeks, and hearing was the same with or without the device in use. An ent confirmed there was no infection. The patient is going to resume wearing the device, and there are no plans to explant/revise the device.